Manufacturer narrative:
The site has not experienced this issue since the (B)(6) was updated. No further actions were taken by merge healthcare and the investigation is closed.

Manufacturer narrative:
Upon investigation, merge support found the jakarta software was giving access violations when the server was loaded with 3 or more concurrent users. Merge support was able to update the customer's software, which resolved the issue. At this time, merge healthcare is continuing their investigation and will determine if any further actions are required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and threedimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016, a customer reported they were unable to login into merge pacs for approximately 8 hours. Rather than using merge pacs, physicians and radiologists were able to view images and patient studies at the imaging modality. With clinicians not being able to log into merge pacs there is a potential for a delay in treatment or diagnosis. However, the customer confirmed there was no direct impact to patient care. (B)(4).